Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3: device not returned for evaluation.

Event description:
The customer reported they have "encountered some recent issues with breaks in the port needle tubing among our patients receiving blinatumomab. The breaks are occurring within a few days of initiating the infusion and are occurring with powerlox max 20g x 0.75." Bd vascular access devices field assurance was not provided with an exact quantity of broken needles.